Manufacturer narrative:
No samples or photos were returned for investigation. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked. It was reported by the customer that product leakage through the septum. Verbatim: rcc received a complaint via email. Email(s) attached. On 4/21/25 bd issued a medical device product removal to address the reported issue of product leakage through the septum. This notification affected presource raw material inventory and/or finished goods. As a result, a supplier corrective action request is being issued for root cause investigation and corrective/preventive action. Product#: 386865.